Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and indicated a resistively open circuit within a diode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during the procedure the patient's crt-d had very weak telemetry at the beginning of the case. Once the device was positioned within the patient, telemetry could not be established with wand or wireless. It was also noted that two programmers were attempted without success. The device was removed and replaced. No patient complications have been reported as a result of this event.